Event description:
It was reported that when the patient presented in emergency room after experiencing inappropriate high voltage therapy, loss of capture was noted on lv lead. The patient will be monitored. Chest x-ray and lead revision were discussed.

Event description:
New information received notes that the lead was explanted and replaced due to having issue placing the lead through guidewire. The patient was stable pre and post procedure.